Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that pre-implant balloon aortic valvuloplasty (bav) was performed. It was reported that the valve likely dislodged ventricular due to the first operator¿s pressure to prevent dislodgement of the valve. Following dislodgement, echocardiogram showed severe aortic regurgitation and the dislodged valve interfered with opening of the mitral leaflet.

Manufacturer narrative:
Continuation of d10:  product ID: evolutr-26 (serial: (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was positioned at a depth of 3 mm. During release assisted with a pacer, the valve dislodged down towards the left ventricle. This was tolerated by the patient due to the history of moderate insufficiency. The valve was snared and relocated to the ascending aorta. A second transcatheter aortic valve was implanted at a depth of 4 mm without complications. Post-implant ultrasound revealed a final gradient of 12 mmhg and very slight paravalvular leak (pvl). No additional adverse patient effects were reported.